Manufacturer narrative:
Patient in this incident had medical intervention from 2 urologists following a fourth laser procedure with the device. Patient had expressed a beneficial/positive experience from previous treatments. The customer site's doctor did indicate the patient has a history of cystitis, long standing urethral pain prior to the laser procedures, was on numerous medications for +25 years, and was looking for alternative urethra pain management treatments. However the patient declined to follow up with the customer site, so there is no additional information regarding the treatment from this event. The device was evaluated and operated as intended within specification. This event is reportable because the patient had medical intervention.

Event description:
Patient had significant discomfort/burning sensation in the urethra area following a laser procedure.

Event description:
Patient had significant discomfort/burning sensation in the urethra area following a laser procedure.

Manufacturer narrative:
Per notification by FDA report mw5083896, additional details were made available regarding the patient who had medical intervention. The patient, who is seeking medical care from a urologist, now claims of nerve damage in the laser treated area. The treatment care for the patient's condition included a combination of prescription and otc medications for pain management (pain medications, otc medication/vitamins, medical marijuana), and a nerve block injection by the urologist.